Event description:
It was reported that the bipolar impedance has risen gradually on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. The physician will increase follow up frequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted: (B)(6) 2012. (B)(4).